Event description:
They first had a problem with the guidewire which spontaneously bent and unraveled itself. They used 4 guidewire for 1 catheter. They had problems with the flow rate: it seems the catheter collapsed and the flow rate was stopped. They used three catheters. Same problem 1 week later with flow rates.